Event description:
It was reported that this pacemaker patient was being checked to see what the underlying rhythm was via the brady temp screen, however pacing was not able to be restored. The device was placed in brady temp, and rhythm showing atrial flutter and ventricular sensing at 30 bpm (likely intrinsic). The field representative tried to permanently program the device to ddi 70 bpm, however nothing happened and when attempting to perform a ventricular threshold there was an error message that testing was disabled due to diagnostic test in progress. Eventually, they ended the session and re-interrogated the device, where pacing was restored to normal. This was determined to be due to the pacemaker and programmer out-of-sync condition, where the device was still in brady temp, but the programmer thought that brady temp has ended. The device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker patient was being checked to see what the underlying rhythm was via the brady temp screen, however pacing was not able to be restored. The device was placed in brady temp, and rhythm showing atrial flutter and ventricular sensing at 30 bpm (likely intrinsic). The field representative tried to permanently program the device to ddi 70 bpm, however nothing happened and when attempting to perform a ventricular threshold there was an error message that testing was disabled due to diagnostic test in progress. Eventually, they ended the session and re-interrogated the device, where pacing was restored to normal. This was determined to be due to the pacemaker and programmer out-of-sync condition, where the device was still in brady temp, but the programmer thought that brady temp has ended. The device remains in-service. No adverse patient effects were reported.